Manufacturer narrative:
The device was returned for evaluation. Kink noted approximately 14.4cm from the distal tip. No anomalies to the luers or bifurcate. Distal marker band is visible. Balloon has detached where the proximal cone is glued to the catheter - glue bullet and proximal marker band visible. No functional testing was possible due to the condition of the returned device. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta balloon dilatation catheter allegedly experienced a material rupture and detachment of the device or a device component. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.